Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a loss of aspiration occurred. During the use of a angiojet® solent¿ proxi catheter in a thrombectomy procedure, during aspiration, one of the connections by the plunger came loose and fluid spilled all over the tray area of the console. The plunger was removed from the console, tightened and put back in and was used to completed the case. No patient complications were reported and the patient status was fine.